Event description:
It was reported that during a lap sigma resection procedure, the device fired malformed staples. As a result, the case was converted to an open procedure. A new device was used to complete the case. There was no other patient consequence reported.